Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a percutaneous vertebroplasty the trial balloon burst. The trial balloons were inflated to a certain extent as per the surgical technique, the surgeon tried to inflate them further for reduction. After confirming dilation solution (less than 4ml) and dilation pressure (within 30), the surgeon kept inflating the trial balloon which resulted in it bursting. The surgeon collected most of contrast medium and the stent without leaving stent fragments in the patient¿s body. This report involves one (1) vertebral body set/small- sterile. This is report 1 of 1 for (B)(4).